Event description:
Asr revision, asr xl - right hip, reason for revision: patient had been followed by dr. (B)(6). Revision is due to pain and elevated metal ions. Patient had a small pseudo tumor. Patient was revised to a gription sector cup with delta ts ceramic 40mm head and altrx liner.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).